Event description:
Boston scientific crm received information that the patient with this device and associated leads, presented with system infection. It was further reported this was the second infection; initial being with a non-bsc device. The patient is scheduled for explant. No adverse effects reported.

Manufacturer narrative:
To date, no further information has been received. If new details are forwarded, the event will be reopened and updated.